Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: 252 mg/dl - meter with serial number (B)(4) vs. 123 mg/dl - meter with serial number (B)(4). And 17 mg/dl, 33 mg/dl, and 34 mg/dl - meter with serial number (B)(4) vs. 123 mg/dl - meter with serial number (B)(4). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).